Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented with a fractured atrial lead. The lead pacing impedance was high and out of range and the capture threshold was high. Lead replacement was discussed.